Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "leak." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening on shell. Leak test and microscopic analysis was performed which identified: striated opening on radius and diaphragm valve and wear abrasion. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side "leak" and "crease was rippling". Device has been explanted.